Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express bolus, esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Unit passed self test. Insulin pump passed rewind. No unexpected rewind anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was unknown at the time of incident. Customer stated that time clock was advancing. Customer also stated that the insulin pump was not responding. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.